Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2023-42905 it was reported that the patient presented with infection developed. The right ventricular (rv) lead was explanted and replaced, and the implantable cardioverter defibrillator was also explanted. Patient condition was stable.